Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/pain") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included foot surgery, gravida ii and parity 2 in 2001. Previously administered products included for anxiety: paxil from (B)(6) 2017; for pcos: metformin from (B)(6) 2017; for thyroid underactive: armour thyroid from 2013 to (B)(6) 2017. Concurrent conditions included obesity. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced ear pain ("ear pains"). In (B)(6) 2015, the patient experienced urticaria ("hives/ rashes"), anxiety ("anxiety") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced genital abscess ("abscess on genital area"). In (B)(6) 2016, the patient experienced arthralgia ("joint pain started after essure removal"). In (B)(6) 2017, the patient experienced polycystic ovaries ("pcos (polycystic ovary syndrome)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental disorder ("caused or aggravated any psychiatric or psychological condition") and complication of device insertion ("physician was unable to place the second coil during the first procedure"). The patient was treated with surgery. Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital abscess, ear pain, anxiety, weight increased, polycystic ovaries, mental disorder and arthralgia had not resolved, the urticaria was resolving and the complication of device insertion outcome was unknown. The reporter considered anxiety, arthralgia, complication of device insertion, ear pain, genital abscess, mental disorder, pelvic pain, polycystic ovaries, urticaria and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 and (B)(6) 2015, physician was unable to place the second coil during the first procedure. (B)(6) 2015. Hives slowly started to dissipate after removal within a month or two, however, other symptoms persist. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. She underwent essure confirmation test in (B)(6) 2015 and type of test was dye test. She used birth control birth control pill until after confirmation. No were you advised of any complications during essure removal most recent follow-up information incorporated above includes: on 27-nov-2017: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only.case become valid since event ¿severe and permanent injuries¿ updated with valid events such as ¿pelvic pain female¿, hives, genital abscess, ear pain, anxiety, weight gain, polycystic ovary, psychiatric disorder, joint pain and complication of device insertion. Reporter information, other relevant history, lab data, relevant tests and product information were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/pain") in a 37-year-old female patient who had essure (batch no. 001972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included foot surgery, gravida ii and parity 2 in 2001. Previously administered products included for anxiety: paxil from (B)(6) 2017 to (B)(6) 2018; for pcos: metformin from (B)(6) 2017 to (B)(6) 2018; for thyroid underactive: armour thyroid from 2013 to (B)(6) 2018. Concurrent conditions included obesity, dysfunctional uterine bleeding, dysmenorrhea, endometriosis, post coital bleeding, polycystic ovaries, abdominal pain generalized, dyspareunia, shoulder pain and acne. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced urticaria ("hives") and rash ("rashes"). In (B)(6) 2016, the patient experienced weight increased ("weight gain") and arthralgia ("joint pain started after essure removal"). In (B)(6) 2016, the patient experienced genital abscess ("abscess on genital area/ abscess on genitals") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced ear pain ("ear pains/ ear pain"). In (B)(6) 2017, the patient experienced polycystic ovaries ("pcos (polycystic ovary syndrome)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental disorder ("caused or aggravated any psychiatric or psychological condition") and complication of device insertion ("physician was unable to place the second coil during the first procedure"). The patient was treated with surgery. Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital abscess, ear pain, anxiety, weight increased, polycystic ovaries, mental disorder and arthralgia had not resolved, the urticaria was resolving and the complication of device insertion and rash outcome was unknown. The reporter considered anxiety, arthralgia, complication of device insertion, ear pain, genital abscess, mental disorder, pelvic pain, polycystic ovaries, rash, urticaria and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 and (B)(6) 2015, physician was unable to place the second coil during the first procedure. (B)(6) 2015. Hives slowly started to dissipate after removal within a month or two, however, other symptoms persist. On (B)(6) 2018: there were four remaining coils after the essure device was deployed. Attention was turned to the left fallopian tube. Two remaining essure coils were noted after essure deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: the uterus is heart shaped and bicornuate. She underwent essure confirmation test in (B)(6) 2015 and type of test was dye test. She used birth control birth control pill until after confirmation. No were you advised of any complications during essure removal. The uterus is heart shaped and bicornuate. All four coil points were noted with no extravasation of fluid and no spill. Adequate hysterosalpingogram done. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: added lot number and added medical history. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/pain") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included foot surgery, gravida ii and parity 2 in 2001. Previously administered products included for anxiety: paxil from (B)(6) 2017 to (B)(6) 2018; for pcos: metformin from (B)(6) 2017 to (B)(6) 2018; for thyroid underactive: armour thyroid from 2013 to (B)(6) 2018. Concurrent conditions included obesity. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced urticaria ("hives") and rash ("rashes"). In (B)(6) 2016, the patient experienced weight increased ("weight gain") and arthralgia ("joint pain started after essure removal"). In (B)(6) 2016, the patient experienced genital abscess ("abscess on genital area/ abscess on genitals") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced ear pain ("ear pains/ ear pain"). In (B)(6) 2017, the patient experienced polycystic ovaries ("pcos (polycystic ovary syndrome)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental disorder ("caused or aggravated any psychiatric or psychological condition") and complication of device insertion ("physician was unable to place the second coil during the first procedure"). The patient was treated with surgery. Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital abscess, ear pain, anxiety, weight increased, polycystic ovaries, mental disorder and arthralgia had not resolved, the urticaria was resolving and the complication of device insertion and rash outcome was unknown. The reporter considered anxiety, arthralgia, complication of device insertion, ear pain, genital abscess, mental disorder, pelvic pain, polycystic ovaries, rash, urticaria and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 and (B)(6) 2015, physician was unable to place the second coil during the first procedure. (B)(6) 2015. Hives slowly started to dissipate after removal within a month or two, however, other symptoms persist. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. She underwent essure confirmation test in (B)(6) 2015 and type of test was dye test. She used birth control birth control pill until after confirmation. No were you advised of any complications during essure removal. Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet received. Reporter information updated. Event rash was newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/pain") in a 37-year-old female patient who had essure (batch no. 001972-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included foot surgery, gravida ii and parity 2 in 2001. Previously administered products included for anxiety: paxil from (B)(6)2017 to (B)(6)2018; for pcos: metformin from (B)(6)2017 to (B)(6)2018; for thyroid underactive: armour thyroid from 2013 to (B)(6)2018. Concurrent conditions included obesity, dysfunctional uterine bleeding, dysmenorrhea, endometriosis, post coital bleeding, polycystic ovaries, abdominal pain generalized, dyspareunia, shoulder pain and acne. In (B)(6)2014, the patient had essure inserted. In (B)(6)2016, the patient experienced urticaria ("hives") and rash ("rashes"). In (B)(6)2016, the patient experienced weight increased ("weight gain") and arthralgia ("joint pain started after essure removal"). In (B)(6)2016, the patient experienced genital abscess ("abscess on genital area/ abscess on genitals") and anxiety ("anxiety"). In (B)(6)2016, the patient experienced ear pain ("ear pains/ ear pain"). In (B)(6)2017, the patient experienced polycystic ovaries ("pcos (polycystic ovary syndrome)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental disorder ("caused or aggravated any psychiatric or psychological condition") and complication of device insertion ("physician was unable to place the second coil during the first procedure"). The patient was treated with surgery. Essure was removed in (B)(6)2016. At the time of the report, the pelvic pain, genital abscess, ear pain, anxiety, weight increased, polycystic ovaries, mental disorder and arthralgia had not resolved, the urticaria was resolving and the complication of device insertion and rash outcome was unknown. The reporter considered anxiety, arthralgia, complication of device insertion, ear pain, genital abscess, mental disorder, pelvic pain, polycystic ovaries, rash, urticaria and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6)2014 and (B)(6)2015, physician was unable to place the second coil during the first procedure. (B)(6)2015. Hives slowly started to dissipate after removal within a month or two, however, other symptoms persist. On (B)(6)2018: there were four remaining coils after the essure device was deployed. Attention was turned to the left fallopian tube. Two remaining essure coils were noted after essure deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - on (B)(6)2015: the uterus is heart shaped and bicornuate. She underwent essure confirmation test in (B)(6)2015 and type of test was dye test. She used birth control birth control pill until after confirmation. No were you advised of any complications during essure removal. The uterus is heart shaped and bicornuate. All four coil points were noted with no extravasation of fluid and no spill. Adequate hysterosalpingogram done. Most recent follow-up information incorporated above includes: on 14-nov-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.